Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the couple of bad staples that were removed from the staple line; were they malformed?

Event description:
It was reported that during a vascular procedure, the device locked half way through the first firing. After some difficulty, the surgeon was able to use the knife reverse button to reverse and release the device. The device was removed from the case and the staple/cut lines were inspected. The surgeon removed one or two bad staples from the staple line. The surgeon used another like device and hand suturing for reinforcement to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # l53g1f. The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired ½ consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.